Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
On (B)(6) 2025 the user experienced hypoglycemia with a bg of 25 mg/dl and became disoriented and unconscious while using the ilet. The user¿s spouse administered oral carbohydrates, and ems was called to the home. The user experienced a seizure before ems arrival and was treated with a glucose injection. The user declined hospital transport and bg stabilized to 122 mg/dl.